Event description:
During an acl knee reconstruction, it was reported that the knee kept clicking. The first device he used the anchor fell off before it could be inserted into the meniscus. The second device used had to be removed because of the knee clicking. The surgeon normally uses fastfix 360 which was not on hand. The surgeon reported clicking sounds coming from knee was with the ultra fast-fix in situ. This ceased when the suture that join the ultra fast-fix were cut and removed. The surgeon was unable to remove the implants and six anchors were left unsupported within the patient¿s capsule. The surgeon discarded the devices/sutures he was able to remove from the patient therefore no product will be returning for evaluation purposes.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).